Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced ineffective therapy. As a result the system was removed on (B)(6) 2017.